Event description:
The reporter indicated the surgeon inserted a 13.2mm vicm 13.2 implantable collamer lens in the patient's right eye (od) and the lens tore. The lens was removed with no patient injury and another same model lens was implanted, which resolved the problem. The patient's bcva was 20/20.

Manufacturer narrative:
(B)(4). No consequences or impact to patient. (B)(4). Tears, rips, holes in device, device material. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry and fibers were found on the lens surface. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).